Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the b30 error occurred because of a contact failure of the electric contact due to wear of the output connector. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the connection was compromised and causing a b30 scope communication error. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii xenon light source was not properly connecting to his scopes, and therefore not compromising the image. According to the initial reporter, this issue was not found during a procedure ¿ no patient involvement. During the device evaluation, it was discovered that the connection was compromised and causing a b30 scope communication error code. This report is being submitted to capture the b30 scope communication error noted during the device evaluation.